Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition for the reported issue of over infusion. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The expulsor will be trimmed to resolve the issue.

Event description:
Information received a smith medical cadd®-solis vip ambulatory infusion pump, was over infusing .8%. No patient adverse events or involvement reported.